Manufacturer narrative:
(B)(4). Complaint device was returned for evaluation. A visual exterior inspection was performed on receiver and it passed. A global receiver functional test was performed and resulted in no failures related to the customer complaint. Receiver data log was downloaded and reviewed, finding a firmware error and a screen error alarm. Firmware error found in data log confirmed the reported complaint. Based on the finding of the firmware error this is being reported. The root cause could not be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, their receiver would not turn on. There was no report of injury or medical intervention. No additional event or patient information is available.